Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. Ts noted that if a save to disk of device information is provided, further analysis can be performed to confirm reason. It was noted that the patient became quite ill and was transferred to a different facility on extracorporeal membrane oxygenation (ECMO). It was noted that the patient has now improved and a device replacement procedure is planned. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to field b5: describe event or problem from section b adverse event or product problem and h6: impact codes from section h device manufacturers only.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. Ts noted that if a save to disk of device information is provided, further analysis can be performed to confirm reason. It was noted that the patient became quite ill and was transferred to a different facility on extracorporeal membrane oxygenation (ECMO). It was noted that the patient has now improved and a device replacement procedure is planned. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received, the patient hospitalization and ECMO treatment was unrelated to this device. The replacement procedure for this device has yet to be scheduled as this moment. No adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to field b5: describe event or problem from section b adverse event or product problem and h6: impact codes from section h device manufacturers only.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. Ts noted that if a save to disk of device information is provided, further analysis can be performed to confirm reason. It was noted that the patient became quite ill and was transferred to a different facility on extracorporeal membrane oxygenation (ECMO). It was noted that the patient has now improved and a device replacement procedure is planned. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received, the patient hospitalization and ECMO treatment was unrelated to this device. The replacement procedure for this device has yet to be scheduled as this moment. No adverse patient effects were reported. Additional information was received, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not returned.